Event description:
The customer contact reported a leak of chemotherapy. The primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that after the delivery of piggyback medication was completed, the nurse disconnected the secondary tubing set from the clave y-site. At this time, it was reported that the male adapter of the secondary tubing set ¿broke off¿ in the clave y-site and an unspecified volume of chemotherapeutic agent leaked. The solution that leaked was cleaned up according to the user facility¿s protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.